Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the mouth-chin folds area with 1 ml of juvéderm® voluma¿ with lidocaine. During post-injection, the patient experienced ¿intradermal hemorrhages and swelling.¿ nineteen days post-injection, ¿foci of seals¿ appeared. The abscesses were opened, washed, and bandaged. Ten days later, during visual examination, on palpation, an ¿abscess measuring 3x3 cm in the thickness of the tissues with a small focus of fluctuation¿ was noted. In the area of the upper lip on the right, there was a ¿small focus of compaction 0.5x0.5 cm.¿ in the area of the right mouth-chin fold, a ¿slight thickening of filler¿ was noted. Six weeks later, an ultrasound was performed that noted ¿a hyaluronic acid gel accumulation, swelling, ischemia, abscess in the right mouth-chin fold area.¿ two days later, a biopsy confirmed ¿microflora or pseudomonas aeruginosa - not found.¿ the event resolved 12 days later.